Event description:
Additional information was received from the healthcare professional via the clinical study. The pump was delivering baclofen (750.0 mcg/ml at 69.96 mcg/day) and fentanyl (46.8 mcg/ml at 4.366 mcg/day) as of (B)(6) 2015. The hcp indicated that the clinical diagnosis was intrathecal (it) medication side effects. The patient reported lower extremity heaviness on (B)(6) 2014 and then reported lower extremity weakness on (B)(6) 2015. Reprogramming was done on (B)(6) 2015. The event was related to the it baclofen, but not related to the implant procedure. It was stated that the drug action that caused the change was "no change in drug." A single bolus over 10 minutes was performed with 112.69 mcg of baclofen and 7.032 mcg of fentanyl. The event resolved without sequelae on (B)(6) 2015.

Event description:
Additional information received from the healthcare professional via the clinical study clarified that the patient reported lower extremity heaviness on (B)(6) 2015, not the previously reported date of (B)(6) 2014.

Manufacturer narrative:
Concomitant: product ID 8781, serial# (B)(4), implanted: 2015-(B)(6), product type catheter. Product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).

Event description:
Information was received from a physician via psr (product surveillance registry) regarding a patient receiving intrathecal compounded baclofen 2000 mcg/ml and fentanyl 125 mcg/ml via an implanted pump. The pump's IFU (indication for use) was listed as intractable spasticity. On (B)(6) 2015, the patient experienced weakness following pump and catheter replacement surgery. The event resulted in prolongation of existing hospitalization. On (B)(6) 2015, the pump was replaced and the new pump was programmed to deliver in simple continuous infusion mode: baclofen 199.9 mcg/day and fentanyl 12.49 mcg/day. Also programmed was a single bolus over 22 minute duration of baclofen 700.9 mcg and fentanyl 43.81 mcg. The weakness was likely secondary to intrathecal baclofen (possibly related to the drug). MRI (magnetic resonance imaging) was performed on (B)(6) 2015 and did not reveal an anatomical reason for new weakness. The new baclofen dose did not likely cause the event; a new catheter was implanted when the pump was replaced. Regarding interventions, the pump was reprogrammed on (B)(6) 2015. The patient outcome was ongoing. Additional information received from a healthcare professional via psr indicated that other medications the patient was taking at the time of the event included gabapentin, tizanidine and tramadol. The patient's medical history included neuralgia and hereditary spastic paraplegia.